Event description:
The customer tested his blood glucose and received readings of 550 and 207 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. While troubleshooting, the customer performed normal control tests and had a result of 168 mg/dl. The normal control range is 90-122 mg/dl. The customer did not allege any adverse events due to the readings. The strips are to be returned for evaluation, and replacement strips will be sent.